Event description:
It was reported that the user experienced difficulty locking and attaching the infusion connector during a routine supply change, resulting in inability to connect even when attempted without the cartridge, and the issue resolved after the connector was replaced and delivery resumed with observed drops. Customer care provided support that included technical troubleshooting and user education performed remotely. Investigation of this case revealed that the initial connector appeared faulty or worn, and replacement restored proper function. No symptoms and no change in blood glucose, with a contemporaneous cgm value of 111 mg/dl reported. Outcomes included no injury, and no medical intervention. It was concluded that the event was attributable to a component failure of the connector, with resolution after replacement and no patient harm.